Event description:
This lv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012. The lead dislodged, resulting in no resynchronization and worsening heart failure. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).